Event description:
Surgical site infection. Right sided external ventricular drain placement, suboccipital craniotomy and evacuation of posterior fossa hemorrhage. Procedure done by dr (B)(6). Duraseal was used but the micromyst applicator was also used in addition. Ref report: mw5171419.